Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during implant the atrial lead exhibited high threshold. Due to anatomy of the pt, lead would not stay in or go further distally. The lead was not implanted.